Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was reading incorrectly after an adjustment. It was stated that there was an issue with the shunt programmer since it showed a different setting than a skull radiograph. It was not the setting seen on the skull radiograph was not the correct setting. The patient's current status is clinically stable and there were no concerns.